Event description:
It was reported that after a tka surgery, the patient experienced an infection. A revision surgery was performed on (B)(6) 2021 to treat this adverse event. The surgeon went in through the previous incision, washed the knee and the lgn cr high flex xlpe sz 3-4 12 mm was explanted and a new insert (lgn cr high flex xlpe sz 3-4 13 mm) was implanted. The patient outcome is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per email correspondence, the requested medical/surgical records and x-rays are not available; therefore, a thorough medical assessment cannot be rendered. The clinical root cause for the infection remains unknown. The patient impact beyond the reported infection and revision procedure itself cannot be determined. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.